Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six images screen. The issue was caused by the single board computer (sbc) printed circuit board (pcb). The repair of the ventilator is yet to be completed.

Event description:
It was reported that when a ventilator was turned on, the display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to service the device. The customer declined the repair. The ventilator was returned to the customer without being repaired.